Event description:
Patient received a skin burn and potential bruising after being treated with electrotherapy.

Manufacturer narrative:
Device is for export only. Awaiting return and evaluation of the device.